Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted that impedance dropped to low values, and there was high thresholds with no capture. The lead was programmed off. A revision was planned. The lead remains in the patient. No patient complications have been reported as a result of this event.